Event description:
Upon patient¿s arrival to clinic, 5fu infusion pump was beeping and screen stated "cassette not attached properly". This nurse assessed all aspects of the 5fu pump infusion and noted no kinks or clamped IV tubing. Rcwp flushed with good blood return observed. Attached 5fu cassette to a new pump and infusion began running properly with no error messages or issues. Pharmacist came to chairside to evaluate pump and 5fu bag. It was determined by pharmacist that new 5fu chemo bag needed to be made due to air bubbles. Patient had received 68.8mls of 5fu prior to pump malfunction with 115.2mls remaining to infuse. Doctor informed of above and put in new 5fu bag order for remaining amount of drug. Remaining dose to infuse over the next 20 hours in order for patient to receive total dose of 5fu by time of disconnect. Patient discharged with new infusion pump and 5fu bag infusing at the correct pump settings.